Event description:
Boston scientific crm received information that this right atrial (ra) lead was attempted and removed because while under fluoroscopy, a lead fracture was suspected. All pacing measurements were within normal limits. The suspect area was under the suture sleeve. The device and lead were taken out of the pocket, the suture sleeve was removed where a small defect in the insulation was noted. A new lead was successfully implanted and to date, no adverse patient effects were reported. Dates were provided to us by boston scientific.